Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available.(B)(4).

Event description:
A doctor reported experiencing gas replacement failure and the unit displayed a system message during a procedure. The case was completed with an alternate unit. There was no harm to the patient.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported a system message displayed and the surgeon was unable to complete the fluid/air exchange (fax). The system was switched out and the surgery was completed. No patient harm was reported. Additional information was requested with none received to date.¿ the system was examined and the reported event with the fax was not replicated. However, the fluidics cassette printed circuit board (pcb) was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 9, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported system message (sm) can be attributed to a nonconforming fluidics cassette printed circuit board (pcb). However, without a sample, component level root cause cannot be determined at this time. (B)(4).